Event description:
During infant's care time, it was observed blood backing up from the uvc the then started to leak at a junction in the umbilical venous catheter right before the posi-flow and blood started to leak onto the infant's blanket covering the mattress. Argyle polyurethane umbilical vessel catheter.